Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that an altitude alarm occurred while the pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 151-152 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.